Manufacturer narrative:
The reported issue was not verifiable. Multiple diligence attempts for part return and additional information were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the end user, when they turned on the unit it ran and sounded good. While it was running, they looked inside where attachments are connected and they observed an oval rotation.

Event description:
It was reported that the sternal saw was overheating. No other details regarding the nature of this event were provided.